Manufacturer narrative:
Corrected data: b5, h6 (medical device problem code: adding 1408-poor image quality) this report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken led to the malfunction. The event can be detected/prevented by following the instructions for use : chapter 3 ¿preparation and inspection¿, section 3.7 ¿inspection of the endoscopic system¿ describes how to inspect for the aforementioned malfunctions. Olympus will continue to monitor field performance for this device.

Event description:
It is further reported that the issue occurred during an unspecified therapeutic procedure. The procedure was completed using a similar device and there were no reports of delays.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope screen turns black and shows no images. It's unknown where the issue was found. There were no reports of patient harm.